Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: october 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used; stress marks were observed on the cartridge tip. The cartridge tip and cartridge was observed to be damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received coated in viscoelastic and tape residue. The lens was cleaned and inspected; one haptic was detached and the other was scratched. The complaint issue was not identified during product evaluation. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the preparation of an intraocular lens (iol) for insertion, the technician informed the doctor that the lens felt different than usual. Upon advancing the lens into the eye, an issue with its deployment was observed. The lens was ultimately inserted but was later removed during the same procedure, along with the back lens. Additional information indicates that the haptic was damaged, causing it to rip and the plunger jumping was noted. The patient fully recovered. No further information is available.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.